Manufacturer narrative:
The technician found the casters could not be adjusted any further due to wear. He replaced the brake casters to repair the bed.

Event description:
Information received indicates the brake casters are not locking. The caster wheel would still roll when in brake.